Manufacturer narrative:
The device was returned to the MFR and analyzed. The info from the failure analysis was received on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber outer sheath was burned/melted indicating that it was compromised and the laser light could emit through it. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a MFR co rep that the physician stated he used a fiber that appeared to be kinked (e.I., bent), but not broken when he removed the fiber from the package. The package was intact. The physician thought the fiber was usable the fiber laser broke at 44 joules. Add'l info reported by the MFR company rep was no aim test was performed as the fiber was not accepted by the machine. There was no direct beam as the fiber was defective. There were no error codes noted when the event occurred. No pt injury was reported.